Manufacturer narrative:
Consumer's child experienced a mouth injury from a brush head. The brush head is an accessory to the sonicare toothbrush. The model and serial numbers of the brush head were not provided. Model and serial numbers provided are for the toothbrush handle. The incident occurred on the brush head which is an accessory. The model and serial numbers of the brush head were not provided. Additional contact information not provided. Device manufacturing date provided is for the toothbrush handle. The device manufacturing date for the brush head was not provided.

Event description:
Consumer called stating that their son injured their mouth on a brush head while using a sonicare for kids toothbrush.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.